Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) safety disc & pm kit needs replacement.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) safety disc & pm kit needs replacement. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. Additional fields: e1 (event site postal code: (B)(6), event site state: (B)(6)). It was reported that the cs300 intra-aortic balloon pump (iabp) had safety disk expired and need replacement. There was no patient involvement and no adverse event is reported. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing d997-00-0985-01 safety disk and pm kit. Fse then performed full calibration and safety and functionality tests and released the device for clinical use.

Event description:
N/a.